Event description:
The pt was implanted with a miniarc sling system. It was reported that within months after the initial implant procedure, the pt experienced complications from the mesh implant that required add'l medical care and treatment and/or surgical intervention. It was reported that the mesh system "has eroded and caused dense scarring and otherwise failed to function as represented and intended," and that the pt suffers from pain.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.